Manufacturer narrative:
D4 - primary UDI number, h4: corrected. D7a, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection confirmed that there were no anomalies found. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd pump reported that the downstream occlusion (dso) seal was found open during pre-testing, which could result in improper occlusion detection and allow fluid to enter the pump, potentially leading to therapy interruption. Additionally, the pump had a dim lcd screen and a cracked battery compartment. There was no patient involvement, and no harm/adverse event was reported.